Manufacturer narrative:
An event of stroke post implant procedure, and fatigue were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported prolonged hospitalization and unexpected medical intervention were result of case specific circumstances, as medication was provided to the patient and was under observation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the same night, the patient had experienced cerebrovascular accident (cva). The patient was presented with weakness and slurred speech; thrombolytics were administered as an intervention to treat the event. The patient had an extended hospitalization. The current patient's status was unknown. No additional information was provided.